Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer complained about her insulin pump alarming no delivery. Customer stated that she has been experiencing high blood glucose. Customer stated she has been treating with manual insulin injections. During troubleshooting customer disconnected and reconnected the infusion set and reservoir; customer stated she is able to rewind the insulin pump and insulin exist the tubing at manual prime. A fixed prime of 5 units was performed and customer reported the device alarmed no delivery. Current blood glucose is 250 mg/dl. Nothing further reported.